Event description:
Maxi move iii leg assembly - arjohuntleigh tech inspected lift and found front castors broken, battery tested bad, repld listed parts and unit operating to specs. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under (B)(4) by (B)(4) on behalf of the MFR arjo (B)(4). (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.